Manufacturer narrative:
Concomitant medical products: product ID 37092, product type: accessory. Product ID 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A recently implanted patient noted a poor communication screen with that patient programmer (pp) and antenna attached which occurred since implant. The unplug antenna place pp directly over implantable neurostimulator (ins), on skin and synced it but did not resolve that issue. It was noted that patient experienced bad return of symptom which was noted as sudden. It was further reported that post implant and while just coming out of anesthesia, a representative showed her how to operate the device. She has since had issues and been on the phone with support and patient services. The patient received a replacement pp .she thinks the issue was the antenna, because she was still experiencing issues with new unit. Alternatively when the brother was in law assisted by having programmer right in front of the implant (behind her) he could change the settings. Obviously she could not do that. Plus she needs to be able to operate it. When this was done in the hospital, there wasn't an issue, now that there was, support more than a phone call would be extremely beneficial. Please remember, due to parkinson's, she doesn't have full functionality of both her hands, so she was at a disadvantage. The patient later called on march 07 indicated that new pp worked without antenna but not with the old antenna. Antenna damaged was reported. She thought the problem was the antenna. The patient stated when she called last time it never got across to the agent she was talking to that she called trying to troubleshoot her symptoms. She had no idea how much she needed to increase and whether she needed to increase. At that time she called she felt stim and was at 2.4 v. The patient reported her symptoms are resolved now. It was also noted that because health care changed her medicine. At the time of the call patient did not know that the medicine was causing the symptoms. Medicine was changed and symptoms are now under control. The patient had the appointment with her health care provider (hcp) on the day of this call and he scheduled the representative to be there next time to resolve the pp issue. The patient stated she was going to cancel that appointment since patient services was sending her the antenna replacement. Additional information received about 9 days later indicated that a new antenna was sent and it seemed to be working.the indications for use for this patient were gastrointestinal/pelvic floor.the patient¿s medical history included parkinson's.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.